Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the cadiere forceps instruments caused a serosal tissue injury, and the procedure approach was converted to laparoscopic to repair the tissue. The cadiere forceps were utilized for bowel retraction, and upon release, a serosal tear and teeth marks were observed on the tissue. After completing the stapling with the sureform 60 stapler, the procedure was converted to laparoscopic, and the bowel tissue injury was repaired with sutures. The patient's high body mass index (bmi) added to the complexity of the procedure; however, the decision to convert to a laparoscopic approach was attributed to the surgeon's preference and technique. The procedure was completed laparoscopically, and the patient is reportedly recovering well with no postoperative complications.